Event description:
Information was received indicating that during testing of a smiths medical cadd-legacy® 6400 pump failed accuracy by -8.9 percent. There were no reported adverse effects or patient involvement.

Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy pump was returned for analysis in a good condition. Event log history was performed and indicated no evidence existed to support the user's complaint. During analysis, the reported "fails accuracy" problem was duplicated. Test results of +2.55%, +3.30%, and +3.32% were all within the published customer specification of +/- 6.0%, two outside the internal specification of +/-3.0%, and one with the internal specification. It was noted that the expulsor was out of calibration and was the cause of the reported issue. Service will trim the expulsor to being it closer to the nominal specification. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.